Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found hardware missing from the brake linkage. The tech replaced the hardware to repair the stretcher.